Manufacturer narrative:
Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. Since the clinician did not provide the implant lot number, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required. Refer to (B)(4).

Event description:
Lodi implant failed to osseointegrate.